Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold, low sensing and pacing impedance. The device was re-positioned as a result. On the second location, after fixating the device, it could not be released from the catheter. After a few attempts, the device ended up dislodging from the heart's tissue. The device was then retrieved, and the implant was abandoned. The patient condition was stable.

Manufacturer narrative:
The reported events of inadequate capture, separation failure, dislodgement during tether mode, p-wave amp variation and low pacing impedance could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Visual inspection of the tether hole was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification and impedance test, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.